Event description:
While doing laser ablation of prostate with holmium laser, just after activation, the laser fiber burned through approximately one inch from hub, burning the surgeon's hand and finger.